Manufacturer narrative:
This is a final report. The product problem involved a delivery issue and as such no product will be returned for investigation. It should be noted: the actual date of the medical event is unknown.

Event description:
Customer's wife called on (B)(6) 2011 and reported that because customer received the "incorrect test strips" (omni) to use with his freestyle freedom blood glucose meter, which were ordered on (B)(6) 2011, he sustained an injury. Caller further reported that some time around (B)(6) 2011 customer fell out of bed which resulted in lacerations to his right forearm due to falling on broken glass. It was reported the customer experienced both a seizure and a loss of consciousness. Paramedics were called and a reading of 31 mg/dl was obtained. Customer was treated with a glucose injection and oral glucose. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia and had his lacerations sutured. Customer did not receive any additional diabetes-specific treatment. There was no report of death or permanent injury associated with this event.